Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder did not generate steam during the pre-cautery test. The cable was switched and the same problem occurred. A replacement vasoview hemopro tissue welder was used to complete the procedure. The cable was checked and worked fine with the replacement hemopro tissue welder. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)